Event description:
A clinical engineering supervisor reported the system did not power on prior to the scheduled cases. The agenda of the day was canceled. A pt was in the surgical suite at the time of the event but it is unk whether the pt had received anesthesia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).